Event description:
The surgeon inserted a plate collamer lens model cc4204bf. The trailing haptic was missing after insertion and the cause of the lens damage was unknown. The reporter stated a capsule tear occurred. Also, the incision was enlarged and sutured. At this time, additional information has been requested. Moreover, if additional information becomes available.